Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 13-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click and static base - connector. All test results were within specifications. The batch record 6001415 was verified and it was found within specifications complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 12-mar-2026 against lot number 6001415 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 6001415 and the identified failure mode are not associated with any non-conformance report or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 12-mar-2026 against lot number criteria equal 6001415 and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the number of complaints is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6001415 was manufactured according to work instruction (wi) and manufactured in the multivac 12 machine on 22-may-2023 with a total of (B)(4) units. The review confirmed that lot 6001415 was associated with non-conformance (nc) 1674558 for software upgrade however, this non-conformance is not related to the reported failure mode and is not associated with any non-conformance report or capas of the same or similar nature. The sub-assembly: assembly lot 3e03684 was manufactured according to the work instruction (wi) and assembled in the qs line, on 22-may-2023, with a total of (B)(4) units. Lot 3e03682 was manufactured according to the work instruction (wi) and assembled in the qs line, on 21-may-2023, with a total of (B)(4) units. Lot 3e03685 was manufactured according to the work instruction (wi) and assembled in the qs line, on 22-may-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6001415 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child investigation record (B)(4).

Event description:
Refrence number (B)(4). Event occurred in india. It was reported that the patient experienced an infusion set tubing detachment at the quick release site on (B)(6) 2024. The infusion set was in use for one day. No further information available.